Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her one touch verio iq meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred ¿one week¿ prior to contacting lfs. The patient manages her diabetes with insulin and stated that she had exercised on (B)(6) 2017. The patient reported that ¿one week¿ after the issue occurred she developed symptoms of ¿shaky and confused¿ as she ¿could not take her insulin¿ and she received treatment with orange juice from her dietician. The patient reported that on (B)(6) 2017 she obtained a result of ¿125 mg/dl¿ on another onetouch meter. During troubleshooting, the cca noted that it was not the first time the product had been used and the test strips had not expired or been stored incorrectly and completely drew in the blood sample. When the patient was walked through a retest the issue was not resolved. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.